Manufacturer narrative:
Details of complaint: the customer reported that this unit is freezing up. The customer will provide the logs. There was no patient injury reported. Investigation summary: the logs were analyzed by nkc for the cu-172ra device. Nkc has confirmed there were several consecutive touch responses on the screen. Meaning there was more than one recognized touch on the screen that was activating the touch at the same time. When this occurs no finger touch would be accepted. Some of these events were as low as 4 minutes long, or up to 16 hours long of continuous touch. This could have occurred from debris, dirt or other foreign objects on the screen. Nkc recommended replacing the screen as there may be a malfunction somewhere in the signal line of the touch panel. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the bedside monitor (bsm): bedside monitor (bsm): model#: ja-170p, seria #: (B)(6), device manufacturer date: ni, unique identifier (UDI)#: (B)(4), returned to nihon kohden: no. Multi amp unit aka 1700: model#: aa-174p, serial#: (B)(6), device manufacturer date: ni, unique identifier (UDI)#: (B)(4), returned to nihon kohden: no. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow up, what type? H6: event problem and evaluation codes. H11: additional manufacturer narrative. Manufacturer references#: (B)(4) follow up 001. UDI related data quality updates. Corrected information: d1: brand name: corrected the brand name from csm-1702 to nihon kohden life scope g7 bedside monitoring system. D4: additional device information / model#: corrected the model# from csm-1702 to cu-172r. D4: additional device information / catalog#: corrected the catalog# from csm-1702 to cu-172r. D4: additional device information / primary unique device identifier (UDI)#: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that this unit is freezing up. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this unit is freezing up. The customer will provide the logs. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the bedside monitor (bsm): bedside monitor (bsm): model #: ja-170p serial #: (B)(4) device manufacturer date: ni unique identifier (UDI) #: 04931921004593 returned to nihon kohden: no multi amp unit aka 1700: model #: aa-174p serial #: (B)(4) device manufacturer date: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: no.

Event description:
The customer reported that this unit is freezing up. There was no patient injury reported.